Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 2000 ml eva tpn bags leaked during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 22, 2024, and january 23, 2024. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed leaking due to the solution spilled inside the bag that contained the eva tpn bags. The exact location could not be determined. The reported condition was verified. The cause of the condition could not be determined. However, the cause was most likely due to variations in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.